Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that a broken right atrial (ra) lead was suspected. It was noted an atrial pace was seen and pacing in unipolar configuration was observed. The device was reprogrammed to a single chamber mode. The ra lead remains implanted, but is currently not being utilized. No patient complications have been reported as a result of this event.